Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, the nozzle was flushed with water and air, there were no abnormalities reported in the accessories used for reprocessing the device, and the customer wiped/brushed the air/water nozzle with lint free cloths, brushes, or sponges. The customer also flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing of the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of loose bending section cover was not confirmed, although the protector of the universal cord on the control section side was loose. The following additional findings were also noted: assorted scratches, dents, chips, and dents, water removal ability did not meet the standard value due to the nozzle clog, cloudy adhesive, and wear of the angle wire causing angulation and knob play to be out of the specified values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported to olympus that the customer¿s evis lucera elite colonovideoscope had a loose bending section cover connection. Upon inspection and testing of the returned unit on 09aug2023, foreign material was discovered to be clogging the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions, operation manual, for gif/cf/pcf-290 series, chapter 3 preparation and inspection describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.